Event description:
It was reported by service report that the fowler gas cylinder is in the full up position and will not come down. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.